Event description:
It was reported that a pacemaker dependent patient presented during a generator change out due to normal eri. The leads were in bipolar configuration. Physician used a plasma blade electrosurgery to open the pocket. The patient's heart showed asystole with loss of pacing support. External pacing was used until the new generator was attached to the leads. The patient was in stable condition post-procedure. Loss of pacing support was related to the electrosurgical plasma blade that was used in close vicinity to the device. The explanted device will be returned.